Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown therefore the device history record could not be reviewed. We were unable to unable to review the labeling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews.

Event description:
It was reported that urine stopped draining in the catheter, since the catheter changed position. The patient was an obese man, which made it difficult to anchor the catheter to his body. When the patient moved, the catheter was pulled down into the prostate, which then stopped urine flow and allegedly caused the patient pain.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that urine stopped draining in the catheter, since the catheter changed position. The patient was an obese man, which made it difficult to anchor the catheter to his body. When the patient moved, the catheter was pulled down into the prostate, which then stopped urine flow and allegedly caused the patient pain.